Manufacturer narrative:
A customer reported the presence of a strand of human-like hair found inside the sterile pouch of a kittner roll (sku 15506/25) the product was not used and no patient contact occured. The device was immediately removed from use and reported to carefree surgical specialties, inc. Upon investigation, the hair was confirmed to be external foreign material introduced. A voluntary recall will be initiated in (B)(6) 2025.

Event description:
Customer reported finding human hair woven into the kittner. There as no patient harm as the issue was found before the procedure and the kittner was removed.